Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room after an alert for charge time limit reached was observed. A manual capacitor maintenance was performed and a normal charge time was observed. The patient will continue to be monitored for any additional charge time outs.